Event description:
Caller states the lancet does not retract into the softclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: aspirin - 9 yrs 81mg/day. Coreg - 2 yrs 6.25mg/day